Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician with an erosion of the cuff. It was believed that the cuff was too tight around the urethra resulting in the erosion of the cuff. The aus cuff and pump were explanted and not replaced. On (B)(6) 2021 a new aus cuff and pump were implanted with no clinical consequences to the patient.